Event description:
The customer reported to olympus, the high definition lcd monitor had no image. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm nor was there a delay. Procedure was successfully able to be completed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The customer reported that the issue of "no image" was resolved after replacing serial digital interface cable to primary monitor as advised from technical assistance center. Olympus will continue to monitor field performance for this device.